Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer filled the tubing and reconnected to address the issue. There was no adverse impact to the customer's blood glucose level.